Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that a posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. There was a needle strike mark observed at the posterior foot. This is indicative of the posterior needle striking the foot instead of engaging with the posterior cuff inside the posterior foot pocket as designed. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot as observed. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link break at the swage end of the anterior cuff. The posterior cuff miss and subsequent link break at the anterior cuff directly resulted in a failure to retrieve the suture when retracting the plunger as reported. The suture end was cut at the posterior needle and was consistent with post-procedure manipulation. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel length and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the investigation findings, the probable root cause for the posterior needle striking the foot, resulting in the posterior cuff miss and subsequent link break at the anterior cuff, is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (reported as approximately a week ago) the device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during deployment, the sutures did not come back. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, additional information was not provided.